Event description:
A nurse was lifting pt when the hydraulic lift that attaches to the boom, its bolt broke and nurse caught the pt as he fell. No injury reported. Customer called back and stated that the jack was the only thing that needed to be replaced not the whole unit.